Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited external noise over-sensing. No intervention was performed. The patient is in stable condition.